Event description:
Had colonoscopy on (B)(6) 2014 by (B)(6), at the (B)(6) surgery ctr and on (B)(6) 2014, I had a agent and/or steroid, transforaminal epidural; lumber or sacral, by (B)(6), at his ofc. On (B)(6) 2014, I was visually diagnosed with herpes simplex 2 by (B)(6), I couldn't believe it so (B)(6) did a culture and it came back positive, I had my ex boyfriend tested and blamed him, his came back negative. So I got retested at urgent care on (B)(6) 2014 at (B)(6), on (B)(6) 2014 diagnosed with herpes simplex 1 & 2. I have a feeling I got this during one of these procedures, I highly feel it was at the outpatient (B)(6) surgery ctr. By the sterilization of equipment used on me by doctor or nursing staff. How can I figure out how this happened. Dates of use: approx 20 minutes. Reason for use: colonoscopy not if have correct name for tools used on me.